Event description:
It was reported there was physical damage to the case and connectors. It was also reported the ventricular connection was bad. The device was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector lock was broken off. It was also noted that one bail cover was broken.